Event description:
A customer observed a condition code indicating that the analyzer's reagent metering subsystem was not performing optimally. During repair, an ocd field engineer observed a partially occluded reagent metering probe. Under these conditions, if the occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion in the reagent metering probe that could impact delivery of reagent fluid. The ocd field engineer mitigated the partial occlusion and visually verified the correct dispense stream. The cause of this event was partially occluded reagent metering probe.